Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not identify similar incident from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was done with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, post procedure, while advancing the knot of the first prostyle device, a suture break occurred. The second prostyle knot was successfully advanced and used with a non-abbott device to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.